Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation (B)(4) alarms verified in black box and history. The display was fully functional during investigation. Investigators performed pump rewind, load, and prime with no alarms. . Opened pump inspected pc board, and flex from transceiver board, no defect found. Reloaded slave processor software. The pump was rebooted. The display was functional. Investigator confirmed issue in history but was not able to reproduce during investigation.